Manufacturer narrative:
Investigation on going. Additonal information/ results will be submitted in a suppleemntal report.

Event description:
It was reported that there was an issue with product microspeed. It was reported that on (B)(6) 2019, the medical staff found in the routine inspection before the operation that after the installation of the handle of the self-stop craniotomy drill, the device did not work. Considering that the drill was not installed in place, it was installed again, but the failure was still not solved. After other handle was replaced for use, it returned to normal, causing no adverse effects to the patient. There was no patient harm. Additional information was not provided nor available / was not available. Additional informtaion has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).

Event description:
The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.